Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of medical records and operative images. No medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: the cuff diameter was two sizes larger than the main body; and the left access vessels were less than 6 mm (focal stenosis). Cautionary product use conditions that might have contributed to this event included: thrombus at the aortic neck. Twenty months post implant, there was evidence to support: a stent graft complaint associated with an interval sac increase hyper-dilation of the cuff (approximately 42 mm) and the main body (approximately 32 mm) at the superior stent margin. There was evidence of progressive overlap reduction to approximately 2.0 cm (lateral movement) and an interval sac increase, but no overt endoleak at this time, most likely due the development of a thin mural thrombus within the stent itself. Twenty-seven months post implant, there was evidence to support a type iiia endoleak associated with complete component separation. The hyper-dilated components might have contributed the eventual stent graft separation. The confirmation of the secondary procedure and its technical success was established by two still photos. The final patient disposition could not be established due to lack of information, however, it was reported that the patient tolerated the procedure well. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, this event may be related to cautionary product use condition of thrombus at the aortic neck

Event description:
It was reported that approximately 27 months post implant of a bifurcated device and a suprarenal aortic extension, the patient had developed an endoleak. The patient was seen routinely and an ultrasound was perfomed which indicated the aneurysm sac had enlarged. The patient had been admitted to the hospital for hydration issues and had a computed tomography (CT) scan performed. The CT scan indicated the patient had an endoleak. The physician elected to repair the endoleak by implanting another suprarenal aortic extension. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.